Manufacturer narrative:
The philips field remote engineer (rse) talked to the customer. He confirmed that the customer reports a defective multi speaker rack to which the pic ix speaker are connected. The multi-speaker audio solution provides both local and remote audio alternatives for the philips intellivue information center. The customer was able to identify this part in the exclusion procedure. The defective speaker rack needs replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker rack. The reported problem was confirmed. The rse arranged a replacement speaker rack was sent to the customer. The investigation concludes that no further action is required at this time. E1: reporting institution phone#: (B)(6). E1: reporter phone# : (B)(6).

Event description:
It was reported the patient information center ix has a problem with loudspeaker signal transmission. The device was in clinical use and there was no report of patient or user harm.